Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that a lead went out. The patient's unit was reprogrammed and bypassed the lead that went out. The issue has been resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their stimulation shut off on them again and they couldn't get the stimulation online at all. Patient stated that they were not feeling any stimulation and the issue began a couple days ago. Patient denied any recent falls/trauma. During the call, patient unlocked their controller and saw settings not available. Agent walked patient through increasing their stimulation on group a and patient confirmed the controller showed settings not available. Agent reviewed meaning of message and reviewed role of a manufacturer rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.